Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: 21025284. D.4. Medical device expiration date: 2/20/2024. H.4. Device manufacture date: 2/2/2021. D.4. Medical device serial #: (B)(6). H.6. Investigation: 550 unused samples were returned for investigation by the customer. Evaluation of 59 samples were performed. The sample size quantity was determined per 1701-008-000 swi sample size selection work instruction v.08 (dir (B)(4)). Samples were attached to a cutoff bd syringe to see if a fluid path can be observed when the piston is in the activated position. A fluid path was observed while the piston was in an activated position. All samples were then attached to a bd syringe filled with blue dye water and attempted to flush. All samples were successfully flushed. The customer complaint that the smartsite needle-free valves are not flushing could not be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review for model 2000e lot number 21025284 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A trend for this occlusion issue has been identified for this product line. CAPA#1998036 has been initiated. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of flow issues - fluid blockage with lot #21025284 regarding item #2000e.

Event description:
It was reported that 40 ll vlv adpt(stand alone) experienced flow issues, and were clogged/blocked/occluded. The following information was provided by the initial reporter: material #: 2000e, batch/ lot #: unknown. Quantity affected: 40 cs. Bd smartsite needle-free valves not flushing.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 40 ll vlv adpt(stand alone) experienced flow issues, and were clogged/blocked/occluded. The following information was provided by the initial reporter: material #: 2000e batch/ lot #: unknown. Quantity affected: 40 cs. Bd smartsite needle-free valves not flushing.